Event description:
It was reported that the ventilator generated technical error codes indicating power errors and software error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Ventilator¿s log files were not provided and no parts were returned. Our field service engineer (fse) was on site for further investigation and found out that dc/dc & standard connectors printed circuit board (pcb) and plug-and-play back-plane printed circuit board (pcb) required replacement in order to technical errors 2 and 3. The ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. Since no parts were returned for investigation, the root cause of the event has not been determined.